Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 30-may-2023. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant creatinine result on a patient. There was no patient information, no test/collection times and date, nor details surrounding the event at the time of this report. (B)(6). Information has been requested but to no avail. At this time there is no reason to suspect a malfunction exists. The I-stat alinity results are higher than the lab and consistent with a patient who is on hydroxyurea. However, patient medication was not available, and could not be confirmed at the time of this report. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.